Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening curve, yellow particles, and yellow biological tissue . Leak test was performed and found opening on anterior. A microscopic analysis was performed which identified sharp edge opening assessed as unidentified tear opening, opening striated in the anterior side, also a striated break in the suture tabs and missing piece of the suture tab. A dimension measurement of the shell was performed which identified the thickness within specification. The fill test inspection was performed, with the result of no blockage. Based on the device analysis the final assessment is: a sharp opening in the anterior side due to an unidentified (tear) opening, a striated edge opening on anterior side due to surgical damage, a striated break in the suture tab, and a missing suture tab due to inconclusive. Device labeling: natrelle® 133 tissue expanders are temporary devices, and are not to be used for permanent implantation or beyond 6 months. Tissue expanders should be removed once adequate tissue has developed. Tissue expansion in breast reconstruction typically requires four to six months. The total expansion period will vary depending on patient tolerance, tissue tolerance, and desired tissue expansion.

Event description:
Device was implanted for more than 6 months.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Device labeling addresses: patients should be advised that the tissue expanders may deflate, and require replacement surgery. Deflation occurs when saline leaks through a damaged injection site or a damaged tissue expander envelope.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.